Manufacturer narrative:
The root-cause could not be determined. No general product failure is identified. No biased results were reported to a physician. The patients were not harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as discordant antibody screening and antibody identification results for three patients having an anti-lua(lu1) antibody using their ortho vision max biovue analyser and in the manual method. Dates of events: (B)(6) 2017. Complainant: dr.(B)(6) ¿ biologist. Complaint reporter: (B)(6) ¿ ortho national account manager. Reported on (B)(6) 2017 by dr. (B)(6) to (B)(6) who reported it to the helpdesk on the same day reagents: 0.8% biovue screen lot bvs9031 expiry date 13 june 2017, 0.8% resolve panel c lot 8rc523 expiry date 13 june 2017, 0.8% surgiscreen lot 8ss8045 expiry date 05 september 2017, 0.8% resolve panel c lot 8rc526 expiry date 05 september 2017, 0.8% biovue screen lot bvs9034 expiry date 05 september 2017, ortho biovue system neutral cassette lot nec362a expiry date 11 december 2017, ortho biovue system neutral cassette lot nec370a expiry date 30 may 2018, ortho biovue system poly cassette lot ahc613a expiry date 18 november 2017, ortho biovue system poly cassette lot ahc623b expiry date 30 january 2018, biorad antibody screening cells set I-vi lot 45070.53.y expiry date 03 july 2017, biorad set ID-diapanel lot number and expiry date not provided. Software version: 4.8.0. Patient information: patient 1 ¿ (B)(6). No further information provided. Patient 2 ¿ (B)(6). Patient known to have an anti-lua(lu1) antibody. No further information provided. Patient 3 ¿ (B)(6). No further information provided. The customer reported that, on (B)(6) 2017, they had tested patient 1 ((B)(6)) for antibody screening in enzyme technique using 0.8% biovue screen lot bvs9031 and ortho biovue system neutral cassette lot nec362a in conjunction with their ortho vision max biovue analyser and that they had obtained negative reactions with 3 treated cells of the red cell reagent. The customer reported that, on the same day, they had tested the same sample for antibody identification in iat technique using the untreated cells of the 0.8% resolve panel c lot 8rc523 reagent and ortho biovue system poly cassette lot ahc613a in conjunction with their ortho vision max biovue analyser and that they had obtained negative reactions with all of the untreated cells of the red cell reagent. The customer reported that, on the same day, they had tested the same sample for antibody identification in enzyme technique using treated cells of the 0.8% resolve panel c lot 8rc523 and ortho biovue system neutral cassette lot nec362a in conjunction with their ortho vision max biovue analyser and that they had obtained negative reactions with all of the treated cells of the red cell reagent. The customer reported that, on the same day, they had tested the same sample for antibody screening using the biorad method and they had obtained; - a positive reaction (with a 2+ reaction strength) with cell 1 and negative reactions with cells 2, 3 and 4 of the red cell reagent. The customer reported that, on the same day, they had tested the same sample for antibody identification using the biorad method and they had obtained; - positive reactions with cell 1 (with a 2+ reaction strength) and cell 10 (with a 0.5+ reaction strength) and negative reactions with cells 2, 3, 4, 5, 6, 7, 8, 9 and 11 of the red cell reagent. The customer reported that they could identify an anti-lua(lu1) antibody with this method. No further information provided. The customer reported that, the same day, they had tested patient 2 ((B)(6)) for antibody identification in iat technique using the untreated cells of the 0.8% resolve panel c lot 8rc523 reagent and ortho biovue system poly cassette (lot number not provided) in the manual method and that they had obtained negative reactions with all of the untreated cells of the red cell reagent. The customer reported that, the same day, they had tested the same sample for antibody identification in enzyme technique using the treated cells of the 0.8% resolve panel c lot 8rc523 reagent and ortho biovue system neutral cassette (lot number not provided) in manual method and that they had obtained negative reactions with all of the treated cells of the red cell reagent. The customer reported that, on (B)(6) 2017, they had tested patient 3 ((B)(6)) for antibody screening in iat technique using 0.8% surgiscreen lot 8ss8045 and ortho biovue system poly cassette lot ahc623b in conjunction with their ortho vision max biovue analyser and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer reported that, on the same day, they had tested the same sample for antibody screening in enzyme technique using 0.8% biovue screen lot bvs9034 and ortho biovue system neutral cassette lot nec370a in conjunction with their ortho vision max biovue analyser and that they had obtained negative reactions with the 3 treated cells of the red cell reagent. The customer reported that, on the same day, they had tested the same sample for antibody identification in iat technique using 0.8% resolve panel c lot 8rc526 and ortho biovue system poly cassette lot ahc623b in conjunction with their ortho vision max biovue analyser and that they had obtained a positive reaction with cell 11 (with a 0.5+ reaction strength) and negative reactions with other untreated cells of the red cell reagent. The customer reported that no biased results had been reported to a physician and that the patients concerned had not been harmed as a result of the reported events.